Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the lot number was not provided. Citation: zidane, m., eisert, l. & nast, a. Vascular occlusion after filler injection with hyaluronic acid. Hautarzt (2020). Https://doi.org/10.1007/s00105-020-04681-5.

Event description:
This is a literature report from a case study describing a vascular occlusion following a filler injection with hyaluronic acid. This literature report from germany concerns a (B)(6)-year-old female patient. She was injected with hyaluronic acid into the bilateral nasolabial folds. The patients medical history included an allergic rhinitis. During the injection with hyaluronic acid, the patient experienced pain. During and immediately after the injection, the treatment on the left was significantly more painful than on the right side. One day before she was seen by the health care professional, the patient was prescribed cefuroxime tablets (500 mg, 3 times a day, orally), in combination with ibuprofen (600 mg tablets, if necessary). It came to a further progression of pain and worsening of findings. The patient took no further medication. Four days after the treatment, the patient was seen by the health care professional and presented with pain, swelling and skin changes, on the left nasolabial. She showed a tendril-shaped, erythematous-purple, pillow-like swelling with pustules in the area of the upper lip, of the philtrum and left cheek. Laboratory data include an increased c-reactive protein (19.5 mg /l). Other laboratory parameters, including the leukocytes, where without pathological findings. In the synopsis, with the anamnesis and the typical clinical findings, a vascular occlusion, after filler injection with hyaluronic acid was suspected. As possible differential diagnoses, erysipelas, impetigo contagiosa or a herpes virus infection, were taken into consideration. As corrective treatment, she was initially injected lesional and perilesional, with a total of 2 ml of hyaluronidase (150 units / ml in xylonest). In addition, a topical therapy with linola sept creme, as well as warm compresses that stimulate the blood circulation, were initiated. Five days after the hyaluronidase injection, there was a fading of the livid findings, with a crust formation. The pain and swelling were clearly regressive. The patient continued with the oral antibiotic therapy, for 10 days, maintaining a local antiseptic therapy. At the follow-up, 28 days after the hyaluronidase injection, the health care professional was able to determine a further improvement. Ninety days after the hyaluronidase injection, the patient developed an atrophic scar cranial to the left upper lip. At the patients distinguished wish, a treatment of the discreet scarring was performed with a fractionated co2 laser. Due to the provided information, the outcome of the event was considered as rescovering with sequelae. In the opinion of the author, a vascular occlusion with a hyaluronic acid filler injection, is one of the rare but not avoidable complications, and has a considerable influence on the patients quality of life. The use of hyaluronidase in vascular occlusion after a hyaluronic acid filler injection was off-label. The timely use of hyaluronidase, ideally within a few hours, was especially important.

Event description:
Follow-up information was received on 17-mar-2021: the reporter confirmed that no merz product was used.